Event description:
It was reported that the patient developed a fever following the permanent implant procedure and was hospitalized. Bloodwork was performed and revealed no infection. It is believed that the symptoms were not related to the device. The patient was doing well.